Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was implanted with a new device. The report is filed october 2, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma. Imaging (date not reported) confirmed a slight indentation near the reciever stimulator package. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.